Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of pacing was observed. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced and the patient was stable.